Event description:
MFR received a report from a dealer alleging that an end user passed away in the bed. Dealer alleges that the cause of death is from suffocation and a broken neck, due to entrapment by the side rails.